Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited no capture, high impedances, oversensing and noise. The right atrial (ra) lead exhibited no capture, low impedance, and had dislodged. The rv lead was cut, capped, and replaced, and the ra lead was capped and replaced. The rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There is an intermittency between the pin and the cap on the is-1 connector. Blood/body fluid was present on the defib conductor (not obstructed), and the outer insulation exhibited a cosmetic depression. It cannot be determined at this time how the blood entered the svc leg.